Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set. The customer's blood glucose (bg) level was 310 mg/dl. The customer reattached the luer lock to the infusion set, successfully delivered a test bolus, and reported to see insulin drops at the end of the infusion set tubing. The customer was able to resume insulin delivery and indicated that a correction bolus would be performed.